Event description:
MFR rep reports a pt experiencing overdose and physician is unable to lower the dose of dilaudid below 2.4 mg/day (minimum dose). The pump is filled with 50mg/ml of dilaudid. The hcp will aspirate entire system content and fill with lower concentration drug. No further info on pt symptoms or outcome was available at the time of this report. A f/u report will be sent when add'l info is rec'd.